Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused idiopathic pulmonary fibrosis, pulmonary hypertension, cough, skin irritation, chest pressure and fluid build up which expedited the patient's death. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This report was filed incorrectly on MDR 2518422-2021-08910. It was filed with the incorrect year. It was filed correctly under MDR 2518422-2022-25182. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.